Event description:
It was reported the system had a charger failed error at boot up. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.